Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. (B)(6).

Event description:
It was reported that the sensor would give an intermittent reading and did not provide any alarms or error messages regarding the malfunction. No consequences or impact to patient.